Event description:
It was reported patient presented in the emergency room after receiving inappropriate shock. Upon interrogation, it was noted that noise on the ventricular egm lead to the inappropriate therapy. Noise was reproducible via pocket manipulation. Elevated pacing impedance was also observed. The lead was explanted and replaced with a competitor lead without incident. Patient was recovering after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.